Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of retrievers or with the endovascular procedures include, but are not limited to: hematoma and hemorrhage and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported event.

Event description:
The patient underwent mechanical thrombectomy procedure to treat left middle cerebral artery (mca) m1 occlusion using the subject retriever and a non-stryker retriever. Pre-procedure the patient was assessed having thrombolysis in cerebral infarction (tici) of 0 and post procedure tici of 2b, confirming successful recanalization of vessel. However, post procedure the patient developed the symptomatic cranial hemorrhage, (type 2 parenchymal hematoma (ph2) and subarachnoid hemorrhage (sah)) in the treatment area. No additional treatment was performed for the symptomatic cranial hemorrhage and the operation was finished. The patient had impaired consciousness caused by the symptomatic cranial hemorrhage. In physician's opinion, the cause of the symptomatic cranial hemorrhage ph2 and sah was not clear. The physician did not allege any malfunction of any device for this procedure.

Manufacturer narrative:
The subject device is not avaialble.

Event description:
The patient underwent mechanical thrombectomy procedure to treat left middle cerebral artery (mca) m1 occlusion using the subject retriever and a non-stryker retriever. Pre-procedure the patient was assessed having thrombolysis in cerebral infarction (tici) of 0 and post procedure tici of 2b, confirming successful recanalization of vessel. However, post procedure the patient developed the symptomatic cranial hemorrhage, (type 2 parenchymal hematoma (ph2) and subarachnoid hemorrhage (sah)) in the treatment area. No additional treatment was performed for the symptomatic cranial hemorrhage and the operation was finished. The patient had impaired consciousness caused by the symptomatic cranial hemorrhage. In physician's opinion, the cause of the symptomatic cranial hemorrhage ph2 and sah was not clear. The physician did not allege any malfunction of any device for this procedure